Event description:
Synergy china registry. It was reported that myocardial infarction requiring medical intervention occurred. In (B)(6) 2020, the patient presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) extending up to middle lad with 80% stenosis and was 28mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 32 mm synergy stent system, with residual stenosis of 0%. Post dilatation was not performed. Five days later, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2022, the patient was diagnosed with old myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Three days later, the event was considered to be recovered and resolved. The subject was discharged on the same day with aspirin and ticagrelor. It was further reported that in (B)(6) 2022, medication was given and angiography without revascularization was performed.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that myocardial infarction requiring medical intervention occurred. In (B)(6) 2020, the patient presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) extending up to middle lad with 80% stenosis and was 28mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 32 mm synergy stent system, with residual stenosis of 0%. Post dilatation was not performed. Five days later, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2022, the patient was diagnosed with old myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Three days later, the event was considered to be recovered and resolved. The subject was discharged on the same day with aspirin and ticagrelor.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.